Event description:
It was reported that the device failed to boot up properly and none of the buttons were operative. The reporter was unsure if the failure occurred during testing or patient use. There was no adverse event reported as the result of the device use.

Manufacturer narrative:
Physio-control further evaluated the removed assemblies and determined the cause for the malfunction to be a broken inductor, designator l9, on the system pcb assembly. The malfunction resulted in intermittent failure to power on. There were no failures found with the removed power pcb assembly.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and observed that it would not boot up. Physio replaced the system pcb and power pcb assemblies and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use.

Manufacturer narrative:
The initial medwatch report indicates: device manufacture date - 10/22/2003.the initial medwatch report should indicate: device manufacture date - 05/03/2012.